Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism did not activate, leaving the needle exposed. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about defective safety mechanism. According to the customer's report, the safety mechanism was not activated, resulting in the needle exposed. This occurred during the use in an outpatient setting."

Manufacturer narrative:
H.6. Investigation: three photos and one sample were received by our quality team for evaluation. From the photos, the safety mechanism was observed to not be activated and there is blood at the needle hub flashback chamber. The sample was observed with the safety mechanism not activated and no dent was observed on the cannula. The tip shield was manually pushed through the cannula and was able to be activated properly; no safety mechanism failure was observed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology safety mechanism did not activate, leaving the needle exposed. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about defective safety mechanism. According to the customer's report, the safety mechanism was not activated, resulting in the needle exposed. This occurred during the use in an outpatient setting."